Manufacturer narrative:
Correction: h10 related report numbers.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. He results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with a pocket infection. The pulse generator, right atrial and right ventricular leads were explanted. The patient was stable.